Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient code). Corrected: h6 (device code). The previous reported device code unintended movement is being corrected to migration.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent anterior total hip replacement 2 weeks ago. The patient fell shortly after initial surgery and fractured around the distal end of the stem. Patient stem the subsided and created a full peri-prosthetic fracture. The patient was revised to a revision stem. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: right hip.